Event description:
Pt experiencing decreased therapeutics results and increased spasms. Pump shown to have stalled, and was explanted. Pt was implanted with similar unit and is doing well on decreased dosage of medication. Reported as "motor stall".

Manufacturer narrative:
4/6/1998: g9 - MFR report number has been corrected here and in header on page 1.